Event description:
It was reported that while in the cath lab, the md inserted the sheath into the patient's femoral artery. The intra-aortic balloon (iab) was inserted through the sheath; however, there was reportedly "more resistance than usual" while pushing the catheter through the sheath. After the iab was in place, the pump was switched on and the pump (iap-0500 s/n (B)(4)) alarmed with a "high pressure" alarm. As a result, the md removed the iab and the sheath as one unit. Another sheath and iab were inserted in the same insertion site successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a delay in treatment of 5 to 7 minutes. The patient was not adversely affected by the incident.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.